Event description:
(B)(6) 2020, hcp reported to company sales representative that the patient had barbed pdo threads implanted in the mid-face and lower third on (B)(6) 2020. The patient had swelling on her left side and was hospitalized on (B)(6) 2020 taking IV vanomycin and unasyn. The patient was seen by a maxillofacial specialist. Our medical director gave hcp guidance on management, mentioning swelling should calm down with anti-inflammatory efforts and believed an infection was unlikely. (B)(6) 2020, hcp provided an update on the patient a couple of weeks after being discharged from the hospital mentioning the patient still had a hard spot superficial to the masseter and ongoing twinges of pain. (B)(6) 2020, our medical director suggested, "manage conservatively - can use topical rf every 1-2 weeks until it resolves which it will. May take weeks to months but should not cause any long-term injury". Hcp inquired if treatments of vivace (rf micro-needling) and opus plasma (fractionated plasma) would work; medical director recommended not using either of those but having the patient do gentle massage three mins three times a day. No additional information or patient status was provided.